Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: the display screen was found to be fully functional, clear, and legible; the reported event was not duplicated. However, multiple cs-054 call service alarms, which are potentially indicative of the reported event, were observed in the black box and history data. The pump case was removed, and no internal defects were observed.